Event description:
It was reported that this right atrial lead exhibited chronic noise, and pacing impedance measurements trending downward over the last three months, from the 400 ohms range to between the 250 and 350 ohms range. Technical services discussed troubleshooting options. No adverse patient affects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).